Event description:
The customer reported the 2600 system displayed a 253 system error message and would not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The communication and auxiliary interface printed circuit boards were replaced and the software was reloaded. The system was tested and operates as intended.